Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a period of approximately 6 hours of hyperglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user taking a manual injection of insulin while remaining connected to the ilet, resulting in an excess of insulin relative to their user's need.

Event description:
On 10/7/2024 an ilet user reported the experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/2/2024. The user reported on 10/2/2024 they experienced high bg levels, leading them to administer backup insulin therapy while remaining connected to the ilet device. Following this, the user's blood glucose dropped to 44 mg/dl, causing symptoms of jitters, sweating, and difficulty walking. The user's husband drove them to the hospital, where they were admitted and treated with orange juice, apple juice, and cookies. The user was discharged the following morning on (B)(6) 2024.